Manufacturer narrative:
Product investigation summary: one (1) t8 cannulated stardrive screwdriver shaft (part 03.226.004) was returned with a complaint stating that the screwdriver broke at the tip. Upon inspection of the returned device, the tip of the screwdriver was observed to be broken in a spiral fashion. The distal broken fragment was not returned. The complaint is confirmed. The cannulated stardrive screwdriver shaft is an instrument routinely used in the 2.4mm and 3.0mm headless compression screws (hcss) system. The screwdriver was returned with the stardrive tip broken in a spiral fashion, indicating that a twisting force preceded the breakage. The broken fragment was not returned. Although the true root cause cannot be determined with the provided information alone, it is likely that nearly ten (10) years of use and wear, as well as the use of excessive force, has slowly led to this complaint condition. The relevant product drawings were reviewed during the investigation and the returned instrument was found suitable for the intended device design, application, and dimensional conformity. A revision of the drawing reduced the diameter of the shaft immediately after the stardrive from a diameter of 2.5mm -0.05mm to 2.45mm -0.05mm and added a position diameter tolerance of 0.05mm, so that the screwdriver, even in the worst case scenario, cannot jam in the head of the 2.4mm hcs. This instrument was manufactured prior to this change. The complaint does not indicate whether a 2.4mm or 3.0m hcs, so it is uncertain if this change contributed to the complaint condition. A device history review was performed for the returned instrument¿s lot number with no material record reports, non-conformance reports, or complaint-related issues identified. The design is adequate for its intended use when used and maintained as recommended. The design is adequate for its intended use when used and maintained as recommended; it did not contribute to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information not provided by reporter. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 17.may.2006, par# 03.226.004, lot# 2179561. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a patient had an scaphoid open reduction internal fixation on (B)(6) 2016 and during the procedure a cannulated stardrive screwdriver shaft broke at the tip into two pieces. The broken tip was retrieved and the surgery was completed without any delay. There were no reported patient problems following the completion of the surgery. This complaint involves 1 device. This report is 1 of 1 for (B)(4).